Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change on the ilet, the user observed persistently higher glucose readings compared to immediately post-change and inquired whether to replace the entire infusion setup or only the cannula; due to continued hyperglycemia without a downward trend for more than three hours, the user was advised to replace all infusion supplies and restart. Symptoms included hyperglycemia. Outcomes included user-performed troubleshooting and education with guidance to replace the full infusion set. Investigation included complaint intake and troubleshooting support. Investigation of this case revealed no confirmed device malfunction; the event was consistent with cause-unclear hyperglycemia potentially related to infusion-site or supply issues that resolved through full set replacement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.